Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: visual inspection: the vertebral body retainer (p/n: 03.820.111, lot #: t922181) was returned and received at us cq. Upon visual inspection, it was observed the bearing retainer screws were loose from an assembly. There were scratches and slight discoloration observed on the device but have no impact on the functionality of the device. No other issues were identified with the returned components of the device. H6: result code 180 (mechanical problem) only applies. Disregard code 114. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary. Visual inspection: the vertebral body retainer (p/n: 03.820.111, lot #: t922181) was returned and received at us cq. Upon visual inspection, it was observed that only one compression ratchet- left was returned and the bearing retainer screw was loose from an assembly. The bar component (p/n: 03_820_111_1) and the compression ratchet-left (p/n: 03_820_111_40) were not returned. There were scratches on the device but have no impact on the functionality of the device. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Vertebral body retainer. Compression ratchet right. Service and repair evaluation: the customer reported the vertebral body retainer ball plungers within the geared wings have fallen out. The repair technician reported the bearing retainer screw came loose from the assembly. A loose component is a reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Complaint confirmed? Yes, the device received was loose. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the vertebral body retainer (p/n: 03.820.111, lot #: t922181). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part number: 03.820.111. Lot number: t922181. Per (B)(6) , manufactured date: 12/13/2019. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the vertebral body retrainer ball plungers within the geared wings have fallen out. The distractor wing screws has loosened and backed out of the geared wings in the vb retainer. The screws fell out into the tray without direct interaction with the patient. The surgeon still used the instrument during the case without any issues. The surgeon had also elected to use the instrument during a case on october 15, 2019 with the understanding that the wings would not snap into an upright position as intended. There was no surgical delay or patient implications during the case where this malfunction was discovered. The procedure was successfully completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: service & repair evaluation: the customer reported the vertebral body retrainer ball plungers within the geared wings have fallen out. The repair technician reported the bearing retainer screw came loose from assembly. Loose component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: thumb screw sub-assembly. The item will be repaired per the inspection sheet and upon passing synthes final inspection, will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 20. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: t922181, lot number: 03.820.111, per jde, manufactured date: 12/13/2019. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during on an unknown date, the vertebral body re-trainer ball plungers within the geared wings have fallen out. It is unknown if there was a surgical delay. The procedure and patient outcome were unknown. This is report 1 of 1 for (B)(4).